Event description:
It was reported during installation that the cs300 intra-aortic balloon pump (iabp) displayed maintenance code # 5. No patient involvement was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. Corrected fields: b5. A getinge field service engineer (fse) observed and found that he pressure offset (psi) showing out of range (1919). Calibrated the he tank pressure calibration. Found offset value remaining same. Suspected main pcb and high pressure, transducer may be faulty. We need both parts for testing. On 01/04/2025 - machine check with new main pcb found machine working ok. Replaced the same in place of defective main pcb.

Event description:
It was reported that during installation the cs300 intra aortic balloon pump (iabp) had maintenance code # 5 and he cylinder icon is not appear on the screen. There was no patient involvement and no harm reported.